Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing vomiting and coughing episode. Moreover, it was noted that the lead was dislodged from the septum and perforated on the rv apex in which it was thought that this were secondary to the patient symptoms. Further, a thoracotomy was performed to visualize and repair the hole in the pericardium and rv. In addition, the rv lead was repositioned. No additional adverse patient effects were reported.